Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 24, 2014 ¿ november 26, 2014. The device was received for evaluation. During visual inspection, white particle was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter in the bladder. The unit was being used with an unspecified drug solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.